Event description:
It was reported that backup mode with no high voltage therapy available following a magnetic resonance imaging (MRI) scan was observed on the device. The device was reprogrammed to MRI mode prior to the scan; however, the device was not compatible with the type of MRI performed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.